Manufacturer narrative:
Evaluation narrative - visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the truclear incisor plus device was used in a hysteroscopic polypectomy procedure in which a uterine perforation occurred. It was alleged that the patient's uterine wall tissue was thin and fragile and the perforation occurred as soon as the wall was touched with the instrument. At the point in time when the alleged perforation occurred, the surgeon reportedly stopped the procedure and admitted the patient for observation. The patient was then reportedly discharged from the hospital the following day. There are no further details reported on the patient outcome or post-operative condition.